Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when the device was applied around the fundus of the stomach, multiple activation and partial seal were observed. This resulted in less than 250 cc blood loss. It was cleaned as necessary, but bleeding occurred from the start before there was any build-up. An end tone was heard, but no re-grasp alert. They continued using the device and resealed and over-sewed as necessary. There was no patient injury.